Manufacturer narrative:
Concomitant medical products: model: dtba1d1, crt-d; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for out-of-range/high superior vena cava (svc) defibrillator coil impedance and nine days later triggered an alert for out-of-range/high rv defibrillator coil impedance. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) at the clinic was able to verify the patient was seen in-office and testing was completed with no issues noted. The high impedance alert thresholds were adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.